Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were disposed by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2013 prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 14970761. UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 14961026. UDI: (B)(4).